Manufacturer narrative:
Facility staff attribute the reported event to the pt's vascular access. No evidence of a device malfunction. Unresolved occurrence of the cycler alarm precludes continued use of the device for the remainder of the treatment. The user's guide provides adequate info regarding actions to take in the event of blood clotting within the cartridge blood circuit line. The user rec'd two units packed red blood cells post event. The user has continued to use the nxstage system one with no add'l subsequent similar issue reported.

Event description:
During a routine home hemodialysis treatment, the cycler produced an alarm to check for waste line pressure. The user elected not to perform troubleshooting in resolving in resolving this alarm. The hemodialysis treatment was discontinued and the blood within the cartridge blood circuit line was discarded. Estimated blood loss-190 cc. The user then restarted the home hemodialysis treatment with a new cartridge. This treatment was discontinued as the blood in the cartridge circuit line became clotted. Estimated blood loss-190 cc. The user rec'd two units of packed red blood cells post event.